Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited oversensing of noise on the right ventricular (rv) channel and triggered a lead safety switch which indicates that an out of range rv impedance measurement was recorded. The oversensing did not lead to pacing inhibition for this patient. This device and the rv lead were explanted and will not be returned. No additional adverse patient effects were reported.